Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that he pt's device has not been charged in 2 years and she was told she would need to have the device replaced. Pt needs ankle MRI. Technical services specialist (tss) redirected to managing hcp to have eligibility form completed or discuss further options.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.